Event description:
It was reported by the surgeon the device was used during a laparoscopic appendectomy during the month of may. The surgeon stated he thought he had placed the cartridge adequately and thought everything was okay until firing. The appendix was cut, but no staples were placed. Surgeon stated he fired approximately 1 cm, noticed the problem and stopped. There was no spillage. The device was pulled out, reloaded and fired correctly. There was no consequence to the pt.